Event description:
It was later reported that the lead was capped and replaced with an epicardial lead.

Event description:
It was reported that the right ventricular (rv) lead dislodged during a routine pacemaker replacement. The lead was repositioned and remained in use but later exhibited high thresholds and was reported to be pacing the atrium due to a subsequent dislodgement. The lead remains in use and the patient is to have a consult for future lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.